Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump. It was confirmed that the pump was able to be charged successfully with different charging supplies. Customer reported blood glucose level was 203 (mg/dl). The customer stated they wished to try other outlets with their charger when they arrived at home. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.